Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the exacerbation of this patient preexisting umbilical hernia. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s umbilical hernia is unknown; however, the patient¿s hernia preexisted the start of pd therapy. It is well known that pd patients with preexisting hernias without preemptive surgical correction are susceptible to an exacerbation throughout the course of normal pd therapy. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.

Event description:
It was reported that a peritoneal dialysis (pd) patient has a hernia. Upon follow up, the patient¿s pd registered nurse (pdrn) confirmed this patient experienced an umbilical hernia prior to the start of pd therapy. The outpatient clinic was aware of the patient¿s umbilical hernia prior to the start of pd therapy and set the patient¿s pd prescription as to not exacerbate the preexisting hernia. Despite preventative efforts, the patient¿s hernia has grown larger with pd therapy, yet the patient denies any exacerbation of symptoms as a result. The patient is to be scheduled for a pd catheter (not a fresenius product) and a hernia repair evaluation in the near future. It was confirmed the patient¿s hernia was not caused by continuous cycling peritoneal dialysis (ccpd) therapy and the exacerbation of the hernia was not due to a deficiency or malfunction of the liberty select cycler or any fresenius product(s) or device(s). The patient has not been hospitalized for the hernia since the start of pd therapy and continues ccpd therapy on the liberty select cycler at home.